Event description:
It was later reported by the patient's father that the physician had disabled the patient's vns. The x-ray images were received by the manufacturer and reviewed. The m106 generator was placed normally per labeling. The connector pin of the lead appeared to be fully inserted inside the connector. The feedthru wires appeared to be intact. There appeared to be a strain relief bend present. However, no strain relief loop was present and the tie-downs were not properly utilized as specified in the manufacturer¿s labeling. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. Based on the x-rays received, the cause for the high impedance could not be determined. The presence of a fracture or micro-fracture in the lead could not be ruled out.

Event description:
The patient was reported to have had a full replacement occur. The explanted lead has not been received to date. No additional relevant information has been received to date.

Event description:
The explanted lead and generator were discarded. The lead was removed entirely from the vagus nerve. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was observed on the patient's vns. Chest and neck x-rays were performed. A review of device history records revealed that the lead and generator passed quality control inspection prior to distribution. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.